Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40's mg/dl. Reportedly, the customer accidentally delivered a bolus. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.